Event description:
Child was acting irritable and ill. Parent obtained temperature with an ear thermometer. Infant continued to become increasingly ill; appearing and acting increasingly irritable and feverish. The parent contacted rptr and rptr advised her to obtain temperature with a different type of thermometer. She obtained a regular thermometer. Temperature was 103 degrees. Rptr's colleagues have reported young infants who were hospitalized because of fever (t> 101) via device. This resulted in hospitalization of infant's who had no findings or fever in hosp.